Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/20/2017 with the following findings: a review of the pump¿s black box showed 064-0001 errors (motor error occlusion during prime) occurred. During testing, the cs 064 motor errors were duplicated consistently. The pump motor was not functioning. The pump was opened and the motor flex was observed to be broken away from the motor. A test motor functioned when driven from pump. Unrelated to the complaint, the display was found to be extremely dim and was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.